Event description:
Patient stated battery was supposed to last for 10 years but worked for four years. The insertion procedure was done at another facility. Therefore we have limited information. It is my understanding the patient may not want to release product back to vendor. No information regarding the nerve stimulator is available. No further information regarding the battery is available, including serial number, model number, etc. The stimulator leads were intact, but further information regarding the leads themselves is unavailable. The device initially was implanted for pain control.======================manufacturer response for medtronic battery for spinal cord stimulator, unknown (per site reporter).======================would like the battery to study it.